Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03429. It was reported the patient experienced stimulation in wrong location. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03429. Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2017. During the procedure, the ipg was electively explanted as well. The patient received effective stimulation following the procedure.